Event description:
The customer reported a leak of 2 ml of diluent from the probe during start-up when using the coulter act diff 12 analyzer. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found that fluid was not flowing properly through the hydrophilic filters (fls4 and fls5). The fse replaced the filters to resolve the issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. Identified failure modes: fluid not flowing properly through hydrophilic filters (fls4 and fls5). No erroneous results were generated for this event. The failure modes identified are likely to cause erroneous results for all parameters due to carryover or dilution of patient samples. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).